Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to extrusion of the electrode array into the ear canal. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed april 27, 2015.